Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and elevated troponin levels. Rising thresholds, diminished sensing and undersensing were noted on the right atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.